Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did confirm the difficult-to-remove allegation based on the finding of tissue on shock coil and at the tip, which is not uncommon.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that there was difficulty to convert an arrhythmia. Also, the shock impedance was 133 ohms. The doctor elected to explant the electrode and leave the device implanted. During the explant, the electrode was difficult to extract due to some fibrosis. There were no additional adverse patient effects.

Event description:
It was reported that there was difficulty to convert an arrhythmia. Also, the shock impedance was 133 ohms. The doctor elected to explant the electrode and leave the device implanted. During the explant, the electrode was difficult to extract due to some fibrosis. There were no additional adverse patient effects.